Event description:
Report received of the pump changing rate and volume to be infused (vtbi) when titrating the duration of the infusion. In the hosp education lab, the pump was set to infuse at 5ml/hour with a vtbi of 40ml. The pump correctly calculated the duration to be 8 hours. The nurse changed the rate to 5.5ml/hour and the pump automatically calculated the duration to be 7 hours 16 minutes. The nurse then changed the duration to 8 hours while leaving the vtbi at 40ml. After this change, the delivery rate was observed to be 150ml/hour and the vtbi read 1200ml.